Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty. Moreover, difficulty inserting stylet and difficulty removing lead from cs delivery sheath was also noted. The lead was never in service. No adverse patient effects were reported.